Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and pump issues. The customer stated he noticed the issue changing out the reservoir and the piston did not look flush on the reservoir and now his blood glucose has shot up. Customer noticed a gap between the piston and reservoir. The customer's blood glucose was 465mg/dl. Customer's treated with 10u by pen. Assisted customer with high pressure test and at 3.4u no delivery was presented. The customer was advised to change entire set, reservoir, insulin and treat per health care provider instructions.